Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that certain areas in their facility are experiencing signal black outs preventing monitoring of their transmitters. No harm or injury occurred. No other information was provided.

Manufacturer narrative:
Details of complaint: the customer reported that certain areas in their facility were experiencing signal black outs preventing monitoring of their transmitters. No other information was provided. No patient harm was reported. Investigation summary: the customer reported signal loss when their telemetry unit entered areas with no access point and were requesting onsite services to set up the access points. This service was not provided due to a lack of further response from the customer. There is no evidence of an nk device malfunction. The root cause is related to use error by allowing telemetry units to enter areas that are not covered by access points.

Event description:
The customer reported that certain areas in their facility were experiencing signal black outs preventing monitoring of their transmitters. No harm or injury occurred. No other information was provided.